Event description:
As reported by the affiliate, prior to insertion into the patient, the physician attached the indeflator and it wouldn't screw into the stent properly. So it was replaced with another stent of the same size. When the device was received by cordis, the hub was cracked (almost to the point of separation).

Manufacturer narrative:
An inquiry was sent to the reporter; however, there is no additional information forthcoming per their response. A device evaluation is currently underway. Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).